Manufacturer narrative:
Analysis of product ID# 355018 found a procedural nonconformance. The lead introducer sheath was damaged near the distal tip of the introducer (overstress/damage.) The sheath was separated into two pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported a faulty lead introducer. Factors that may have led or contributed to the issue reported to be none. Actions included the surgeon retrieving the broken piece from the patient's body. It was reported that the issue was resolved. A surgical intervention did occur. The end of the lead introducer sheared off into the patient's lower back (sacrum) upon surgeon's retrieval. The surgeon immediately successfully retrieved the entire sheared piece from the patient's body. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.